Event description:
Patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2025 to treat lower back pain. Shortly after implant the patient noted connectivity issues between the implantable pulse generator (ipg) and the external therapy discs. Troubleshooting was performed in the field but could not correct the issue. Imaging was performed and found that the ipg had migrated within the pocket to no longer be seated parallel to the skin surface, causing the connectivity issues. On (B)(6) 2025 a surgical revision was performed to remove the migrated ipg and place a new ipg in the same location but positioned to be flat and parallel to the skin surface. During the procedure it was noted that the leads had been pulled down and required repositioning as well, however no replacement of the leads was required.

Manufacturer narrative:
Prior to implanting the nalu system the patient participated in a wear study in which a preferred location for the implant was chosen. The location was chosen to be above the patient's belt line and low enough for the patient to independently place the external devices. The ipg was placed in the lower flank area per the patient preference, where there is reported to be overall good tissue quality, however the preferred placement of the ipg fell within a fatty band crossing the flank area. The fatty tissue likely did not provide sufficient stability for the device during the healing and scarring process. There are no reports of any events or activities leading up to the ipg migration. There is no allegation or indication of any failure or malfunction of the nalu ipg that caused the communication issues noted. The symptoms are related to the migration of the ipg only and the device was replaced out of caution during the revision procedure. The ipg was retained by the medical facility and is not available for further examination by the firm.